Event description:
A report was received that the patient had a wound that was not healing and the lead wires were beginning to surface through the wound. A new pocket was created and the physician replaced two leads with new ones. The patient was treated with oral and IV antibiotics. The patient was reportedly doing well after procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2138-50 serial#:(B)(4) model description:scs 50cm iii lead model#:sc-3138-35 serial#:(B)(4) model description:scs phiii ext 35cm explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.